Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies multiple times to address the issue. It was also reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customers blood glucose was 250 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.